Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Cook zenith device was implanted.

Event description:
The patient originally had an aneurx device implanted and developed a proximal type I endoleak (date of original procedure unknown). In 2009, patient was treated with a 28-28-55l infrarenal proximal extension and resolved the leak.